Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "fluid spill." No pt/operator injury associated.

Manufacturer narrative:
The device was evaluated and evidence of fluid ingress was noted. Damage to electrical components was noted and the power supply, ccd board and dc wire harness were replaced. The device was upgraded and is ready for use. (B)(4).